Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The tampon the consumer used fell apart when she went to take it out- some of the product was left in her vagina- this has happened to two out the box. She saw her gynecologist everything was fine, they did not find any pieces left inside of her.